Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity and nausea or vomiting. There was no report of serious or permanent patient harm or injury. At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Please note that this report is a duplicate and the event has already been reported undermdr 2518422-2022-55735.